Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the coil protrude from the tip of the catheter upon removal. The target lesion was located in the moderately tortuous internal iliac artery. A 6mm x 20cm interlock was selected for use. During the procedure, it was noted that the coil stuck inside the distal part of the catheter and protruded from the catheter tip when removed as it was. The procedure was completed with a another of the same device. There were no patient complications reported.